Event description:
A surgeon provided add'l info that indicated the pt's vision has improved and the pt has recovered.

Event description:
A surgeon reported that a pt experienced corneal endothelium opacity one to three weeks following implantation of an intraocular lens. The association between this event and the iol is not known. Additional info has been requested. This is 4 of 4 reports from the same reporting surgeon for corneal endothelium opacity.